Event description:
It was reported that the device was unable to be interrogated. Various attempts had been made to use different programmers, magnets and programmer heads to no avail. It was later reported that the battery was low at the previous appointment but could still be interrogated. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed and analysis revealed that the device lost telemetry and function due to battery depletion. Battery destructive analysis identified a battery separator tear.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed and analysis revealed that the device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. Since no data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive.

Event description:
It was reported that the device was unable to be interrogated. Various attempts had been made to use different programmers, magnets and programmer heads to no avail. The device remains in use although a replacement is being scheduled. No patient complications have been reported as a result of this event.